Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced an infected pacemaker site due to corynebacterium striatum bacteremia. The implantable pulse generator (ipg) system was extracted. No further patient complications have been reported as a result of this event.